Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient hadn't seen their pain management doctor since they got their device put in because they didn't need to. It was reported that the patient did something and thinks they might have broken a lead. The patient stated that they got a really bad cold and then stated that two separate times when they coughed it made a burst sound in their back where their leads were. The patient stated that since then they were having pain from their right shoulder to their right foot. The patient stated that they ended up in the emergency room (ER) and stated that they have her on ¿inseds¿ (likely meant nsaids) as the patient then said they were on ibuprofen. It was reported that the ibuprofen helped, but the pain kept coming back. The patient asked how they could meet with a manufacturing representative (rep) to have their device checked. The rep¿s role was reviewed and an email was sent to the patient with a list of hcp near them. It was reported that the event occurred in (B)(6) 2018, around the time of (B)(6) 2018. No further complications were reported/anticipated.